Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Date of implant - estimated. The devices were not returned for evaluation. A review of the lot history record was not performed because the part and lot number information was not available. This event was further reviewed by an abbott vascular medical affairs director who concluded that since no specific information is reported about patients who died, it is not possible to assess the device relatedness. Based on the information available, a definitive cause for the reported deaths cannot be determined. Although a conclusive cause and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Literature attachment: effects of atrial fibrillation and heart rate on percutaneous mitral valve repair with mitraclip: results from the transcatheter mitral valve interventions (trami) registry. (B)(6).

Event description:
This is filed to report patient deaths. It was reported through a research article, that patient deaths occurred at 30 day and 12 month follow up post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the article titled: effects of atrial fibrillation and heart rate on percutaneous mitral valve repair with mitraclip: results from the transcatheter mitral valve interventions (trami) registry.